Event description:
The customer reported via phone call that they had a motion sensor test failure alarm. Customer stated that the alarm was received 2 days ago. Customer was not wearing the pump at the time. Customer stated that the pump will not complete the rewind sequence. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.